Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported the cause of the settings changing on their own was not determined. Pt said they were checking regularly to make sure settings have not changed.

Event description:
Information was received from patient (pt) regarding an external device. The reason for the call was that the patient reported having issues recharging the implantable neurostimulator (ins). Patient stated that they were not able to connect the controller to the ins, and that the controller would get disconnected, with "no device found" appearing on the screen. Patient stated they need to reset the controller for it to work, and they had been experiencing this issue for over a month. Agent had patient reset the controller and patient confirmed no visible damage to the controller or recharger. Agent had patient attempt a recharging session and patient was able to see the battery screen with the controller at 100% and the ins at 80%, recharging in excellent. Agent had patient monitor and call back if the issue persists. Patient called back to report they had called in a few days ago regarding an issue recharging their ins. Patient stated now the stimulator was not working, it was not using any power, they had charged their ins yesterday to 100% and now it was down to 90% and it should have used allot more power than that because they normally charge every other night. Patient stated before calling today they checked their settings, the stimulation was on the rate was 80 and yesterday they had increased the intensity and now it went back to 1.8. Patient stated they normally use group c. Agent had the patient check the current settings on group c and when the patient went to check they had noticed they were at group a. Agent had the patient select group c and was told the stimulation was on, rate was 80, and intensity was at 8.7. Agent advised the patient they might have changed the group by mistake and they can keep it on group c and monitor it for now if the therapy will work for them. Agent also advised the patient if they feel the therapy was not helping them they can call their hcp or the rep. Agent documented the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.